Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15197. The pt has two leads (from different lots) implanted as part of her scs system. It was reported the pt stopped feeling stimulation. The sjm rep met with the pt and diagnostic tests indicated invalid impedances. The pt has not fallen, however she does suffer from seizures and convulsions. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.